Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states the brakes are on but they are not holding the chair in place. The customer was hard to understand but it sounded like the caregiver is trying to position the patient and the chair moves when they are doing that.